Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, compromised immune resistance, smoker, complication in site preparation (sinus perforation), inadequate bone quality/quantity.